Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator failed the breath delivery (bd) power on self test (post) and generated an inoperable error message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se checked and reseated the printed circuit board (pcb) in the card cage and performed calibrations and extended self-testing on the device and all tests passed.